Event description:
A us distributor returned a charger/modem indicating that it would not charge a battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (will not charge battery pack) was confirmed. As received, the charger/modem would not charge a battery pack. Upon evaluation, there was liquid contamination on the battery board, cell modem, antenna, and four connectors (j17, j700, j400, and j402). The cause of the inability to charge a battery pack is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. No adverse event resulted from the contaminated charger/modem.